Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 08/15/2016 that a loss of connection between the transmitter, receiver, and smart device occurred on (B)(6) 2016. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 08/22/2016. The reported event of loss of connection was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it failed. Previously, data was evaluated and it confirmed the customer complaint. The reported event loss of connection was confirmed. The root cause could not be determined.